Event description:
It was reported that a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cerebrovascular accident on the ward after the procedure. The patient required prolonged hospitalization. It was noted that this patient had a medical history of atrial fibrillation that may have contributed to this event. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power settings of 30 watts and impedance up to 170 ohms.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4).